Event description:
A (B)(6) critically-ill patient in the ICU. It was noticed by the nurse that the floor under continuous venous-venous hemofiltration (cvvh) machine was wet. The nurse traced leak back to within cartridge compartment. She shared that she was unable to give all of patient's blood back because of the failure. The patient's serum hemoglobin level was low, so this resulted in the patient requiring 1 unit prbc's (blood transfusion). Also unable to keep cvvh machine running to meet tbb goal of (-) 500cc.